Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of over 1000 mg/dl. The customer¿s current blood glucose was 380mg/dl. She stated that 380 range was not high for her. She mentioned that she had blood sugar of 1000 mg/dl last year, around the end of the year, and ended up in the hospital. She was transported by emergency medical service. She stated that she was also in the hospital in (B)(6) 2016. The bgs were over 1000. They treated her with manual injections and insulin intra venous. Customer was wearing her pump at the time of both incidents. After that customer stated that for the past 2 months, she has been running in the 600 range. Cause of hospitalization per hcp is diabetes ketoacidosis. The insulin pump will not be returned for analysis.